Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions with non sustained right ventricular oversensing. It was noted that the device exhibited post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The low frequency attenuation filter was programmed on. Further programming changes were discussed.